Event description:
It was further reported that the target lesion was 10.0 mm in length and the residual stenosis was 0% after implantation. During the 6 month follow-up call, the site was notified that the pt expired in her sleep 179 days post arrive 2 enrollment. No autopsy was performed.

Event description:
Clincial study. It was reported that 179 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one target lesion. Target leison 1 was a 2.75 mm vessel diameter, 85% stenosed region of the ramus artery. The target lesion had mild calcification and was moderately tortuous. The physician direct stented the lesion with one taxus express2 8.8% 2.75x12 mm drug eluting stent without complication. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt expired of unknown cause 179 days post index prcedure. In the opinion of the physician there is an unknown relationship between the target vessel and the event.

Event description:
It was further reported that the death occurred 148 days post index procedure. The death certificate lists the immediate cause of death as `myocardial infarction'. The site is not reporting a myocardial infarction as a separate event. An autopsy was not performed.